Event description:
It was reported that the device was implanted and explanted in 2007 due to regurgitation. Follow up with the surgeon's office indicated that it is unk if the device was available for return. No other details were provided.

Manufacturer narrative:
Device not returned.